Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that, preoperatively and prior to implantation, it was noticed that the lead contacts 1 and 0 appeared to be out of alignment with lead contacts 2 and 3. The lead was not used in the patient. Another lead was used to complete the procedure. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of lead model 3389s-40, lot # v772558 determined the distal end of the lead was bent (new out of box). Continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.